Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week postoperatively, the patient was experiencing chest pain. An echocardiogram was performed and it was determined that the patient was suffering from pericardial effusion and tamponade due to a perforation. A device interrogation showed that the right ventricular (rv) lead was undersensing r-waves. The physician interpreted the rv lead undersensing as the source of the effusion. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.